Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On jan 30, 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr medical surveillance specialist contacted the pt to obtain and verify info; however was unable to reach him by telephone. On feb 23, 2010, a letter was sent requesting the pt contact medical surveillance. On (B) (6) 2010, the pt took an increased dose of twenty units insulin based on a meter reading obtained on the reported meter, which he claimed was inaccurately high. The pt did not provide this meter reading. Four hours later, the pt experienced the symptoms of shaking, nervousness and confusion. The pt took no actions and received no medical attention or treatment. On (B) (6) 2010, the pt obtained the blood glucose reading of 149 mg/dl on the reported meter, and a reading of 115 mg/dl on a physician's meter, within 20 minutes of each other. It would have been helpful to determine the pt's meter readings on the day of the event, if he tested his blood glucose level while symptomatic, his insulin regimen, and his expected readings. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin, while using the reported meter to test his blood levels. Therefore, this complaint is being reported.